Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were received and reviewed. Review states that the patient was revised due to dislocation, metal wear debris, and loose femoral component. Patient recently dislocated and was never reduced. Significant black fluid and black synovium where the femoral head had been articulating with the prior placed shell. Femoral component pulled out manually. Acetabular poly was damaged as well as its retaining ring. Therefore, this was removed and the acetabular component shell was retained and cemented this was a 70 shell. Its overall position was acceptable. A 52 osseoti shell was cemented into the original shell and anteversion was increased about 10° and lateral offset increased about 5mm. Femoral cement mantle was not loose, cement removed. New cement placed into pressurized canal with distal plug, at the conclusion of cement set up, fluoro image showed cement leak in the anterior cortex. It was not at the distal tip of the stem. It did not present in my opinion a structural problem for the patient and was not large enough to warrant further dissection and surgery to remove it. Black synovitis debrided prior to closure reported event was confirmed by review of medical records provided. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned for evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown stem; unknown head; unknown cup. Multiple reports were submitted along with this report 0001822565-2021-00982, 0001822565-2021-00985, 0001822565-2021-00987. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to pain, loosening and dislocation resulting in metal debris. During the revision, the revision shell was retained with another shell cemented into it. The liner, head, and stem were also exchanged without complication.